Event description:
It was reported that the unspecific bd pegasus IV catheter tubing was damaged. The following information was provided by the initial reporter: the patient went to the emergency room due to chest tightness and hypokalemia. After the intravenous potassium supplement was completed on april 4, the tube was routinely flushed, sealed and clipped. The indwelling needle was left on the second day. Blood returned to the lumen of the indwelling needle, and the clip was opened to flush the tube again. On the way, it was found that there was blood and fluid in the pinch tube, and the tube had a break. Explain to the patient and agree to remove the indwelling needle.

Manufacturer narrative:
H6: investigation summary a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications.

Event description:
It was reported that the unspecific bd pegasus IV catheter tubing was damaged. The following information was provided by the initial reporter: the patient went to the emergency room due to chest tightness and hypokalemia. After the intravenous potassium supplement was completed on april 4, the tube was routinely flushed, sealed and clipped. The indwelling needle was left on the second day. Blood returned to the lumen of the indwelling needle, and the clip was opened to flush the tube again. On the way, it was found that there was blood and fluid in the pinch tube, and the tube had a break. Explain to the patient and agree to remove the indwelling needle.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.